Event description:
The account alleged that the head section is drifting down overnight it is a slow drift. No injury reported.

Manufacturer narrative:
The account changed the head down valve and the issue remained. Technician told the account to check the cardio pulmonary resuscitation valve. No further information is available on the repair of the bed at this time.